Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. There were no adverse consequences to the patient. The site does not plant to investigate the cause of the dampening or implant another sensor. The site will no longer be monitoring the patient.